Manufacturer narrative:
Consumer did not check her skin frequently while using the product and fell asleep with the product, both of which are violations of the instructions and warnings provided. This incident is the direct result of consumer misuse / abuse of the product.

Event description:
Consumer was using the heating pad on her neck and back. She states she fell asleep and awoke 1 1/2 hours later to find it had fallen onto her arm and burned it. The burn became infected and required medical treatment.